Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left circumflex coronary artery. The lesion was pre-dilatated with a 2.5x12mm semi complaint balloon and 3.0x18 mm xience sierra stent was deployed at 14 atmospheres. Post dilatation was performed with a 3.0x12mm non-compliant balloon at 15 atmospheres; however, after post-dilatation an edge dissection was observed at the proximal edge of the stent. Another xience sierra stent was used to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.